Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose once a day and manages her diabetes with metformin tablets (500 mg) only if her blood glucose reads "over 200 mg/dl." The alleged issue began on (B)(6) 2010 at 820pm. The patient reported blood glucose results of "330 and 345 mg/dl" with the subject meter and "60 mg/dl" on a laboratory device, performed greater than 30 minutes of each other. The patient took a metformin tablet as a result of the alleged issue. At 8pm, prior to the start of the alleged issue, the patient claimed she felt symptoms of "vomiting, shaking and migraines." By 930pm, the patient went to the emergency room (ER). The patient stated she was tested negative for keytones and obtained a lab result of "60 mg/dl." The patient was treated with orange juice and given "intravenous (IV) fluids." The patient stated she was retested on an ER/ hospital device sometime after drinking the orange juice and obtained a blood glucose result of "100 mg/dl." At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.